Event description:
It was reported by service report that the frame is bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusions: bed is not repairable and recommended be scrapped.